Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 06:05:19. During night drain cycle four, the patient's ultrafiltration reading was 1889ml, indicating the patient drained 1889ml more than their maximum programmed fill volume of 2300ml. No additonal information is available.